Event description:
User facility reported an uneventful novasure ablation (date unk) with an "unremarkable" post hysteroscopy. The patient returned to the emergency room (ER) 7 days following this procedure with severe abdominal pain. During follow-up in 2009, the physician reported the patient had an "acute abdomen" when seen in the ER and was taken to the operating room (or) for a laparotomy. At this time it was noted "the left cornua had a 1cm dusky area on the serosal surface". A hysterectomy was done because it was assumed this uterine injury was the cause of the patient's pain and a consulting general surgeon "further explored the abdomen and found no signs of bowel perforation or injury". Post operatively, the patient developed ileus and a computed tomography (CT) scan, done 3 days post hysterectomy, showed "a right upper quadrant collection consistent with a sub-diaphragmatic abcess". The patient returned to the operating room for an exploratory laparotomy. A "1cm perforation site was identified on the ileum which was leaking bowel contents and had been walled off." A 20cm segment of ileum was resected. "Cultures from the collection were positive for methicillin resistant staphylococcus aureus [mrsa]." It is unknown if the bowel perforation was due to thermal injury secondary to the novasure procedure or if the bowel was inadvertently injured during the laparotomy to remove the uterus. During follow-up the following month, the physician reported the patient has been seen on follow-up by the general surgeon and her bowel has returned to normal function.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a patient with any anatomic or pathologic condition in which weakness of the myometrium could exist, such as history of previous classical cesarean section.